Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced gastric dilation. It was reported that a polarxfit catheter was selected for use. After the procedure was completed, the patient experienced gastric dilation. It is unknown if any medical intervention took place to treat the complication, no further complications were reported. The physician noted that if the left atrium was so small that it might have chilled the esophagus too tightly. It is unknown if the device is expected to return.